Event description:
Male pt undergoing spinal fusion surgery reported irritation from the bis sensor, which is an array of electrophysiological (such as eeg) signals. Pt seen by plastic surgeon, who categorized the irritation as a 2nd degree injury.